Event description:
A schanz screw implanted for an adjustable distal radius fixator broke 1 week post-operative. Fixator was applied to distract the ulna of the pt. Broken screw was removed and replaced.